Manufacturer narrative:
A ge service rep performed an on site investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system was not functioning and there was a random pattern of pixels. The image quality of the images produced was degraded to a point in which there were not usable. There was no pt injury or death reported.